Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis with no damage observed on the pump. The device's event log was unable to be downloaded. The pump was visually inspected and the motor rotation was verified. The customer's reported problem regarding "showed lec 1871 code" was able to be duplicated. Power up of the pump displayed lec 1871. The power up display log verifies that the event occurred (the 1871 alarm displays). The pump was opened and confirmed that the motor is locked. The motor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy exhibited error code of "1871 - motor locked". There was no patient involved and no adverse effects were reported.